Event description:
Customer alleged that he has replaced the pumps on the lift multiple times due to leaking, lowering on their own, and not lifting. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. No RMA information for this issue. Model rha450-1, serial number/date code (B)(4) is approximately 3 years 1 month old. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the rha450-1 lift was leaking. This is a replacement lift. A replacement pump has been ordered. No injury alleged.